Event description:
Prior to a stenting treatment procedure, stent damage was noted. The express biliary stent was removed from the package and when examined, the stent did not seem to be well crimped on the balloon. Sharp edges and stent flaring were also noted. The device was not used during the procedure and did not come into contact with a patient.